Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead helix was sticking out and could not be fully retracted. The ra lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal connector of the lead was extrinsically bent. The stylet /guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.